Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The chronic totally occluded target lesion was located in the left circumflex artery. After successfully implanting a stent, a 3.50 x 20 synergy ii drug eluting stent (des) was advanced however, difficulties in making the bend were encountered because of the angulation in the left main artery (lma). It was then noted that the stent sheared off of the delivery system. An attempt to snare the stent out was done but the device could not be retrieved. The lma was re-wired via the ramus artery and a 3.0x15 emerge balloon catheter was advanced and was inflated, crushing the 3.50 x 20 synergy ii des. The 3.0x15 emerge balloon catheter was removed and a 3.5 x 16 synergy des was advanced to the lma and deployed to cover the dislodged 3.50 x 20 synergy ii des. No further patient complications were reported and the patient's status was fine and stable.